Event description:
It was reported that the user experienced hypoglycemia between 2 and 4 am after having elevated glucose earlier, pausing ilet insulin delivery for an extended period before a meal, then unpausing, receiving correction doses, and announcing dinner; the user also reported planning a larger meal, did not eat the original dessert, and substituted a different dessert, with meal size unconfirmed. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and subsequent stabilization within range without hospitalization. Investigation included troubleshooting and education focused on low and urgent low glucose events. Investigation of this case revealed that prolonged pausing of insulin delivery with subsequent corrections and variable meal intake could have contributed to late hypoglycemia, though the exact cause remained unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.